Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that test strips were missing from his one touch ultramini meter kit. The complaint was classified based on the customer care advocate (cca) documentation since the medical surveillance specialist was unable to reach the patient by phone. The patient reported that he discovered the missing product approx ten days prior, soon after he purchased the subject meter. The patient claimed he "assumed" the test strips came with the meter kit. The patient reportedly manages his diabetes with two types of insulin; however, it is unknown what action he took regarding his diabetes management as a result of the issue. The day after he discovered the missing product, the patient claimed he developed symptoms of feeling shaky and dizzy. At the time of the symptoms, the patient stated he tested with another device and obtained a reading of "41 mg/dl" and treated self with food and/or drink. At the time of troubleshooting, the cca explained to the patient that test strips are not included in the meter kit. This complaint is being reported because the patient claims he was unable to test his blood glucose as a result of the alleged issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.